Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that confidence spinal cmt sys, 11c had the ampoule that contains the liquid monomer broken. Fragments of the ampoule can be observed into the blister pack and box. In addition, the blister and the box were received in opened conditions. No other issues were identified. The observed conditon of the ampoule may have been broken prior to being received, potentially during packaging or transportation. This event happened prior to the reception of the parts, outside of j&j medtech orthopaedics control. A dimensional inspection for the confidence spinal cmt sys, 11c was not performed as it is not applicable to the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the confidence spinal cmt sys, 11c would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: a manufacturing record evaluation was performed for the finished device. Product code: 283910000. Lot number: 403851. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 20jun2024. Manufacturing site: jabil le locle. Expiry date: 31may2026. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, in an unopened product, the inner packaging glass bottle broke after being opened. It was unknown if there was surgical delay. A new product was opened. No patient consequence.